Event description:
It was discovered that the unicel dxh 800 coulter instruments has the potential to generate erroneous low cbc results excluding (mcv) as a consequence of executing a "dispense diluent" command for a single tube presentation while the system is executing a command for the cassette (automatic) processing cycle. Possible dilution of the sample tube occur if the probe of the sample aspiration module (sam) dispenses diluent into a sample tube not intended for diluent. If the specimen is then processed, erroneous results could occur. No erroneous results were reported out of the lab as this issue was discovered internally. There is no affect to patient associated with this event.

Manufacturer narrative:
The issue was discovered while attempting to test operator command "dispense diluent". The system will attempt to dispense diluent at operator's request even while the system is still processing specimens in cassette presentation mode. Root cause is software related.